Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Loss of capture was also observed, and was suspected to be due to a micro dislodgement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtba1d4, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.